Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014.   According to the complainant, during the seal integrity phase of the procedure, cervical leak was noted. To reinforce the seal, the physician opted to place 2 stitches in the cervix instead of using an additional tenaculum. At two minutes into the ablation phase, fluid was noticed to be leaking out from the cervix and a subsequent fluid loss alarm occurred. The patient received cervical burn. The procedure was not completed due to this event and the patient's condition at the conclusion of the procedure was reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Changed from adverse event to reported issue is both an adverse event and product problem. Changed device codes from no known device problem to fluid leak.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the seal integrity phase of the procedure, cervical leak was noted. To reinforce the seal, the physician opted to place 2 stitches in the cervix instead of using an additional tenaculum. At two minutes into the ablation phase, fluid was noticed to be leaking out from the cervix and a subsequent fluid loss alarm occurred. The patient received cervical burn. The procedure was not completed due to this event and the patient's condition at the conclusion of the procedure was reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).